Manufacturer narrative:
Concomitant medical products: product ID 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had intermittent/erratic therapy on a daily basis. They thought that they may have pulled a lead out of their back and they also had a lot of back pain. They felt like they had a lump in their back and that the implantable neurostimulator (ins) was rolling in them; the ins was moving side to side (not flipping).the ins was not sitting flat and they had a hard time recharging their device; they only got three bars when charging. In addition, they could not bend over or could not sit or stand for a long period of time. When they turned their head to the left or the right they could turn on or off their ins. This was reported to be a sudden change. It was noted that the doctor told them they should have put the ins in the front and not the back. The health care professional had given the patient the option of using sticky patches or having surgery to correct the issue. They were using the sticky patches and they were not helping. There was no known trauma or fall related to this event. Relevant medical history included spinal pain. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that steps taken to resolve the issue of being in a lot of pain and feeling like there was a lump in the patient's back included going to the primary healthcare professional to get something for the patient's pain. The issue was not resolved. The patient's pain was constant, and there was trouble charging the implantable neurostimulator (ins). The healthcare professional was waiting to position the ins in another spot. Circumstances that led to the issue of being in a lot pain / feeling like there was a lump in the patient's back included lifting too much weight. It was noted that the patient was having a hard time accepting that complex regional pain syndrome had her asking for help. Additional symptoms reported included a burning pain from the inside out, redness, and swelling. The patient's condition had progressed to her feet and legs. The consumer reported that this pain was awful "by this lead moving around" and the patient could not fully charge. The patient wanted this issue fixed. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.